Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 1924 is not applicable. Code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A medial/distal femur tomofix-plate was used instead of a distal/lateral plate because it is better for the outer side femoral condyle lateral. This is a well practiced method that is also applied in other swiss hospitals so the individual proportions of the patient can be individually handled. The inserted plate may have been under dimensioned, the distance was too small between the osteotomy and the distal holes. Two (2) out of four (4) screws were right at the osteotomy and did not have a stabilizing effect. This caused high leverage force on the osteosynthesys material, which may have led to the screws ripping out of the plate. It is possible that a tomofix-plate for the left femur was used on the right femur.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.120.551s, lot: 1l42435, manufacturing site: raron, release to warehouse date: september 21, 2018, expiry date: september 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was discovered that on (B)(6) 2018, a derotation osteotome of the right distal femur with later malpositioning in flexion of more than 30 percent was reported. The patient post-operatively experienced pain and malpositioning of the device. No further information provided. This report is for one (1) ti tomofix medial distal femur pl/ 4 holes/ left-sterile. This is report 1 of 1 for (B)(4).